Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: kdr701, implantable pulse generator, (B)(6) 2005; 4024-58, implantable pacing lead, (B)(6) 1994. (B)(4).

Event description:
It was reported that the right atrial (ra) pacing lead was found to be fractured during x-ray examination. The opinion of the patient was that the lead may have broken during her child's delivery. The lead was capped and replaced. No patient complications have been reported as a result of this event.